Event description:
Rptr has severe health problems due to silicone & polyucethane on & in breast implant. Problems started very shortly after implantation-infection & capsular contracture. Progressed to completely ruining what had previously been excellent health. Problems currently diagnosed are lupus, neurological & connective tissue trouble, including heart & lung involvement, many other various bizarre problems, & recently diagnosed with silicone in many lymph nodes.